Event description:
The pt called to report that she had experienced a high fever, nausea, pain all over body and was diagnosed with a stomach/blood infection. She had been in the hospital for three weeks. Two days later, she called to report a catheter had been removed and was encrusted with infection (diagnosed the previous week). Two days later, the pt called to report she had a serious blood disease and needed to have her enterra device removed that day per her infectious control doctor. The manufacturer rep was contacted on behalf of the pt. He spoke to the surgeon who indicated that he had seen the pt in the hospital and had refused to explant her device; the pt had been diagnosed with munchausen syndrome and would have done anything to stay in the hospital. The hospital that performed the implant refused to accept the pt back and the implanting physician also refused to explant the device. The physician stated the pt is very manipulative. The pt was provided a list of physicians to contact regarding her situation.